Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received motor position encoder error alarm and a motor error alarm. The customer's blood glucose was 220 mg/dl at the time of the incident. The customer's blood glucose was 189 mg/dl at the time of call. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was exposed to MRI. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to verify e70 in the alarm history and perform the displacement, prime, excessive no delivery, basic occlusion and occlusion tests due to motor error alarm. The insulin pump was received with cracked reservoir tube lip and minor scratched lcd window.